Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2e 3.6mg plus blood collection tubes underfilled. The following information was provided by the initial reporter: " defective lot. Vacuum problem? Collects only one drop and then stops. Same on several tubes. PICC functional. No problems with other tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-16. H.6. Investigation summary: h.6. Investigation summary: bd did receive 7 samples from the customer in support of this complaint. 7 returned and 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as it was determined that all 27 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the returned and retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h.10.

Event description:
It was reported that bd vacutainer® k2e 3.6mg plus blood collection tubes underfilled. The following information was provided by the initial reporter: defective lot. Vacuum problem? Collects only one drop and then stops. Same on several tubes. PICC functional. No problems with other tubes.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from the bd inventory were functionally tested and there were no issues relating to underfill as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2e 3.6mg plus blood collection tubes underfilled. The following information was provided by the initial reporter: " defective lot. Vacuum problem? Collects only one drop and then stops. Same on several tubes. PICC functional. No problems with other tubes."